Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the insulin pump was completely dead and had an off no power alarm without a low battery indicator. The blood glucose reading was 160 mg/dl. The insulin pump will be replaced or returned for analysis.

Manufacturer narrative:
The insulin pump received with intermittent blank display due to moisture damage on the electronic stack. No moisture damage on the motor noted. Unable to perform self-test, unexpected restart error test, displacement test, rewind, basic occlusion test, occlusion test, operating currents, prime test, off no power test and excessive no delivery test due to blank display. Unable to confirm low battery or off no power alarms due to blank display. Device received with cracked reservoir tube lip, minor scratched display window and cracked case at display window corner.